Manufacturer narrative:
Unit was received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the plastic around the insulin pump's reservoir compartment was breaking away. Customer's blood glucose level was 7.6 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.